Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: health professional was attempting to infuse potassium phosphate 15 mmol IV - at the end of the programmed infusion there was additional volume left in the secondary bag so I programmed an additional 20 ml of volume so that the patient would receive the entire ordered dose. When health professional pinched off the primary bag so that only the secondary contents would drip /he/she kept getting upstream occlusion alarms despite there not being an upstream occlusion. Health professional was unable to completely infuse the entire bag of potassium phosphate as a result of this unresolvable issue therefore he/she discarded the additional electrolyte replacement volume that would not infuse.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.